Event description:
The micro sagittal saw was sent in for evaluation because it was running while in safety position and overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
A third party motor was noted in the device.